Event description:
(B)(6) pt's home health rn reported issues with pump. (B)(6) reported pump gives system time out, they tried to change batteries and use adapter with no success. Rn will infuse via IV admin set 92" today, but needs new pump/supplies before next monday's infusion. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: vimizim sdv - 165mg. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown. Diagnosis for use: morquio a mucopolysaccharidoses.